Event description:
Ous MDR - during implant on (B)(6) 2010 this system was removed from service due to changing shock impedance measurements. It is unclear if the pocket was closed over these devices.

Manufacturer narrative:
Ous MDR - the performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specification. The cuttings in the insulation occurred most likely during the surgery. The ICD showed a flawless behavior during analysis. In particular the impedance measurement function proved to be flawless. The analysis of the lead as well as the analysis of the ICD did not reveal any sign of material or manufacturing problem.